Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. The acucare hfnc user guide provides the following indications for use: - ¿the acucare hfnc is intended for use in patients with acute respiratory failure or non-acute spontaneously breathing patients in the hospital/clinical environment, or for non-acute spontaneously breathing patients in the home." Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an acucare high flow nasal cannula (hfnc) experienced oxygen desaturation after the cannula allegedly ¿ruptured¿. Oxygen was being delivered to the patient at the time of the reported event.